Event description:
The customer reported that while the unit was in use on a pt the unit intermittently showed that it was operating from an external battery source while it was actually operating on a/c. The pt was switched to another unit and therapy was continued. No pt injury was reported.